Event description:
Pt presented with pain and swelling. Upon opening, there was graying. Signs of metallosis and scratching on components.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.